Event description:
Homecare services representative sent email notification of complaint on behalf of customer to corporate product surveillance on (B)(6) 2012. Customer reported the last six cassettes that she opened were twisted as if they had been exposed to extreme heat. The customer stated that she did not use them as they appeared to be cracked. The customer's mother does not need a call back. The hp's mother who is the caregiver (cg) contacted global product surveillance (ps) on (B)(6) 2012. The cg stated that she had five of the cassettes that looked to be damaged. The cg stated that she would hold them for pick up. The cg stated that the cassettes were never used during therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint is for a damaged issue. The problem is not confirmed, because the batch review showed no signs of abnormalities or defects and the sample showed no abnormalities as well. There was no report of use error by the patient. The assignable cause for the damaged cassette cannot be determined based off the complaint investigation and information from the patient.